Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 105 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a critical pump error image on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor noted in alarm history due to moisture damage noted on force sensor. Device received with moisture damage noted on electronics assembly, motor, vibrator motor and battery tube. Device received with bleeding lcd display. Device received with scratched case and severely scratched lcd window.